Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: rectangular shape metallic focus noted along the central aspect of the acetabular cup could indicate the screw hole plug describe in the patient's history. Correlate clinically. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the surgeon not following the instructions for use. Per the g7 surgical technique 2336.3-glbl, on page 18 it notes that screw hole covers should be removed prior to shell insertion. If removed prior, the screw hole plug would not be inside the patient. Per IFU 01-50-1231, improper preoperative or intraoperative implant handling or damage can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear. The surgeon is to be thoroughly familiar with the implants, instruments, and surgical techniques prior to performing surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that when the post operative x-ray was taken, a screw hole plug was found on the outside of the cup. There was no harm or health consequences to the patient. To date, no revision has occurred to remove the item. Attempts have been made and no further information is available.